Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was not charging and led to an unexpected shutdown. Additionally, it was reported that an error with the continuous glucose monitor. Customer's blood glucose level was 188 mg/dl. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.